Event description:
The patient had a short aortic neck. The main body stent was placed in a relatively good position. However, some compromised flow in the right renal artery was noted after graft placement. The physician decided to place another manufactuer's stent in the renal artery. After stent placement, there was good renal flow.